Manufacturer narrative:
A distributor engineer was at the customer site to address the reported issue. The fse replaced the s101 sensor and resolved the issue. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 28dec2018 to aware date 28jan2020. No other similar complaints were identified during the search period. The aia-360 operator's manual states the following: [4004] turn table slip. Description: the turn table motor slipped. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The probable cause of the issue is attributed to faulty s101 sensor. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A distributor stated the customer reported receiving error 4004 turn table slip on the aia-360 analyzer. A distributor engineer was dispatched to address the reported issue, which resulted in delayed reporting of intact parathyroid hormone (ipth), prolactin (prl), beta-human chorionic gonadotropin (bhcg), follicle-stimulating hormone (fsh), estradiol (e2), progesterone ii (prog ii), luteinizing hormone ii (lh ii), alpha-fetoprotein (afp), and troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.